Event description:
Caller reported a cartridge alarm during the load process. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy, and the pump was confirmed to be under warranty. Technical support decided to replace the pump, ensuring the new pump would come with updated software. Instructions for disposing of the old pump and setting up the new one were thoroughly communicated and understood by the caller, who confirmed their shipping address for the replacement delivery.